Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. It was further reported that the atrial lead was undersensing the patient¿s atrial arrhythmia. A review of the device performance data indicated low impedance values in both unipolar and bipolar. The atrial lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Electrical resistance and cross continuity test results were within specification. Visual analysis found insulation depression breached/ in-vivo and blood ingression. The breached insulation did contribute to the electrical complaint. Concomitant product: product ID 4524 lead, implanted: (B)(6) 1994. (B)(4).